Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged; three-quarters of the stent from the proximal section had stent struts that were distorted and stretched over the distal markerband and the bumper tip. The stent od (outer diameter) for the undamaged proximal section of the stent was measured using a snap gauge and is within the maximum crimped stent profile. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. As part of the analysis, a recommended size guide wire was inserted through the wire lumen with no resistance noted. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery (lad). A 2.75 x 20 synergy¿ drug eluting stent was advanced to treat the lesion. However, resistance was encountered during delivery and when the device was removed, the physician noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery (lad). A 2.75 x 20 synergy" drug eluting stent was advanced to treat the lesion. However, resistance was encountered during delivery and when the device was removed, the physician noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.